Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn on the lens. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a13.2mm, vticm5_13.2, -10.5/+2.0/088 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. There was patient contact but no injury. The reporter stated "ticl was broken due to the jam of injector". On (B)(6) 2020 a replacement lens was implanted and the problem resolved.